Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position was explanted after an implant duration of 6 years, 5 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position was explanted after an implant duration of 6 years, 5 months due to severe stenosis. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, the patient presented with acute decompensated heart failure. The patient underwent redo avr 25mm edwards inspiris valve and aortic root enlargement. The patient developed postoperative afib and heart block requiring a permanent leadless ventricular (vdd) pacemaker on pod#10.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely cause is patient factors, including coronary artery disease (cad), history of coronary artery bypass graft (CABG), hyperlipidemia (hld), and diabetes mellitus (dm). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.